Event description:
It was reported the patient had impedance readings of over 10,000 ohms. It was noted the patient had less than 50% therapy relief in their left leg. The lead was replaced on (B)(6) 2013 and the patient was described as "alive - no injury" at time of report.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that this lead was explanted and replaced after an implant duration off 5.6 months because of high impedances (> 10000 ohms). The patient experienced less pain relief. Preliminary geo assessment: patient did fitness training => could provoke a fracture (mentioned in ifp) preliminary geo conclusion: fracture suspected most like due to overstress. Product ID: 3877-45, lot# 0206307878, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3877-45, lot# 0206307878, implanted: (B)(6) 2013, explanted: (B)(6) 2013; product type: lead. (B)(4).

Manufacturer narrative:
Device analysis for lead (B)(4) revealed all the conductors were broken at the distal side of the injex anchor site, about 16.6cm from the distal end of the lead. All the circuits were open. No shorts between the circuits. Device analysis for the anchor revealed no anomaly.